Manufacturer narrative:
Device evaluation: one smiths medical cadd cassette reservoir was returned for analysis in a used condition without its original packaging. Visual inspection was performed, and no discrepancies were detected. During functional testing, a syringe was used to infuse water into the ay bag, and leakage was detected, located in the top of the ay bag. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.

Event description:
Information was received indicating that a smiths cadd cassette reservoirs - flow stop leaked. There was no reported injury to the patient.